Event description:
As part of a legal mediation effort on (B)(6) 2013, intuitive surgical, inc. Received information including medical records of a patient who reported to have post-surgical complications after undergoing a da vinci total hysterectomy procedure on (B)(6) 2011. The patient's operative (op) report for the surgical procedure of (B)(6) 2011, states that during the vinci total hysterectomy, the patient presented some omental adhesions to the anterior abdominal wall that were easy to lyse, otherwise normal appearing uterus, tubes and ovaries. The patient's cervix and uterus were removed without complications and the patient tolerated the procedure well. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. The patient was transferred to the recovery room in stable condition. On (B)(6) 2011, the patient presented to the doctor office for a post-operative visit. Patient was doing well with no complaints. Per the medical records, on (B)(6) 2011,the patient returned to her daily routine and she reported having heavy bleeding and passing clots. Patient was admitted to the emergency room, to repair the cuff dehiscence. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. During a post-operative follow up on (B)(6) 2011, the patient was presented in a normal condition with good bowel and bladder function, no abdominal or vaginal discharge and was advised to resume normal activities by (B)(6) 2011. No additional information is available since then.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date of (B)(4) 2011, found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s total hysterectomy procedure.